Manufacturer narrative:
Device evaluated by MFR.: the device was returned for analysis. A visual inspection was performed. The main coil, the introducer sheath, and the delivery wire were returned. Twist lock was opened. Blood was noticed inside the introducer sheath. The main coil and the delivery wire were interlocked inside the introducer sheath. The main coil was kinked, stretched, and the interlocking arm detached. Functional analysis was performed, and the main coil and delivery wire were advanced through the introducer sheath, but it was not possible to continue advancing since the main coil was stuck. Microscopic inspection found that the interlocking arm of the main coil was detached. Dimensional inspection of the delivery wire and main coil confirmed that they met specifications.

Event description:
Reportable based on device analysis completed on 12dec2022. It was reported that the coil was stuck in the catheter. A 10mmx40cm interlock-35 coil was selected for use. During the procedure, it was noted that the coil got stuck in the catheter. The device could not be delivered out of the catheter. The coil was removed with the catheter all together and the procedure was completed with a different device. No patient complications were reported. However, device analysis revealed a detached interlocking arm.